Manufacturer narrative:
The technician replaced the trendelenberg gas springs to resolve the issue.

Event description:
The technician alleged that the bed would not go into trendelenberg. No patient impact.